Manufacturer narrative:
Model- reservoir 72404155; lot sn- (B)(4); mfg date- 01/20/2009; exp date- 01/09/2011.

Event description:
It was reported that the patient received a revision of an ams700 inflatable penile prosthesis pre-connected cylinder and reservoir due to fluid loss. Another pre-connect device and cylinder were implanted to complete this surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. There was a leak in one cylinder that was the result of wear and fatigue at a fold. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. 72404155. 579116012. Reservoir 65 ml pc/iz. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient received a revision of an ams700 inflatable penile prosthesis pre-connected cylinder and reservoir due to fluid loss. Another pre-connect device and cylinder were implanted to complete this surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, a supplemental report will be submitted.